Manufacturer narrative:
Summary of the investigation: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return; however, evidence suggests that this device battery longevity estimate was impacted by chronic high atrial rates. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that the increase in battery consumption appears to be related to the high atrial sensing rate. Technical services recommended troubleshooting advises. Additional information has been requested regarding the event resolution, but were unsuccessful. At this time, the device remains in service. No adverse patient effects were reported.